Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were looking for a surgeon who could explant their ins and that the reason was because it didn¿t work and they needed to have an MRI. The patient stated that they first noticed that their ins didn¿t work probably 3 weeks after it was implanted. Patient services mailed the patient health care physician (hcp) listings to the address on file. There were no further complications reported.